Event description:
On (B)(6) 2012, the patient's physician contacted animas via email to report in issue with the pump's history. In the communication to animas, the hcp claimed when reviewing history in the pump the dates were out of order. The physician wrote that he checked all the pump settings and basil profiles and confirmed they were correct. There was no mention of symptoms or that the patient had to seek medical treatment as a result of the alleged issue. Customer support made several attempts to reach the patient's mother to obtain additional information and troubleshoot the issue; however, were unable to reach her by phone.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.